Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rec'd: alert date 11-27-2017. Ae received for intra-operative complication of femoral bone fracture. Event does meet the definition of serious. Event is possibly related to both device and procedure. Treatment includes orif with cable and screw fixation of distal femoral fracture. Doe: (B)(6) 2017, right knee.